Manufacturer narrative:
Concomitant medical products: 5568-53 lead implanted: (B)(6) 2005; 419488 lead implanted: (B)(6) 2005; 694765 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a lower than expected longevity estimation due to a programmer software estimator error. The programmer remains in use. No patient complications have been reported as a result of this event.